Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose monitor shuts off suddenly and asks her to enter the date and time each time she turns it back on. The patient is questioning the accuracy of the bolus advice. The monitor provided a suggestion of 42 units of insulin when she thought she only needed 3.3 units of insulin. The patient did not act on the suggestion provided by the device. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).